Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual examination. Results revealed that the trailing haptic had been torn off. The condition of the lens is consistent with damage resulting from injector use.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert injector system. During insertion, the surgeon noticed that the haptic was sheared off. The lens was removed and the surgeon performed a vitrectomy. Additional information has been requested. Reference MDR #2031924-2010-00175.